Event description:
The customer reported that the insulation on the electrode was damaged during use. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.